Event description:
It was reported by a service report that the footboard was smashed and some modules had popped out. No adverse consequences were reported.

Manufacturer narrative:
Results - other, damaged and loose footboard modules.